Event description:
Complainant alleged that the clinicians were attempting to monitor a pt (age and gender unknown), but when they pressed the "start" button on the control panel no papar advanced from the device recorder. In addition, the pt's rhythm was not displayed on the screen display and the display showed "unusual bursts of light randomly." The clinicians were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.